Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was continuing to infuse medication slowly while still inserted into the pump despite the pump being turned off. There was no report of patient injury or medical intervention associated with this event. No additional information is available.